Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of an escape of wbcs from the lrs chamber during multiple portions of the collection. Additionally, the signals indicate that the device was having difficulty maintaining steady state throughout the collection, so it cannot be ruled out that the needle line access shifted and potentially impacted the draw flow rate. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.